Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hrm task did not grant motor power in reasonable time. The customer¿s blood glucose value was 285 mg/dl. The customer was assisted with troubleshooting. The customer also reported that the alarm was occurred second time and advised insulin pump must be replaced. The customer also reported that the insulin pump screen looked milky and assisted with troubleshooting for brightness. The insulin pump will be returned for analysis.